Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have charring and localized melting at the yaw pulley. The instrument passed the electrical continuity test. The complaint regarding the white silicone are at the base of the forceps is broken was confirmed by failure analysis. The probable cause of the thermal damage is primarily attributed to the use conditions of bipolar energy if the lowest power or effect setting possible is not used for the minimum time necessary to achieve the desire effect.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument's white silicon area at the base was broken. The procedure was continued as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer reported that the instrument cover was found melted but confirmed that no fragments fell into the patient and the damage occurred outside of a surgical procedure. There were no incidents of fragments entering the patient, and as a result, no further actions or patient readmissions related to retained material were necessary. It is currently unknown if any material is missing or detached from the instrument.